Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Mechanical damage - play in hydraulics: play in hydraulics and the knee is stiff. (B)(6) called and stated that the patient fell while wearing this device and broke his femur. The initial complaint was not made by the patient. The complaint was from the assessment of the knee by the practitioner. She stated that the knee would randomly go stiff but that the hydraulics had play in them and were loose. There were not any warning signs. This is all the information that they can provide. Pt is not and has not been wearing the device due to having a surgery and needing to heal. The pt did not make the complaint about the hydraulics or the stiff knee this was the assessment made by the practitioner. They don't know how or when this started. There were no warning signs but the patient did fall and break his femur while wearing this device. No complaint was filed. The patient has not been wearing this device. Due to a surgery and he is recovering/ healing.